Event description:
During a follow-up call by baxter's (B)(4), the home patient (hp) reported that he was experiencing overfill. During a follow up with the hp's nurse on (B)(6) 2010, it was revealed that upon assessing the hp, she discovered that hp was having draining issues, but due to catheter issues and not due to the hc machine. The nurse explained that hp did experience overfill issues as he reported, but as a result of not draining enough due to the catheter issues. The nurse stated that the hp's hc machine has already been picked by baxter. The nurse stated that hp is doing fine. No allegations were made against any of the hp's dialysis products. No further information was provided. Per increased intra peritoneal volume (iipv) call script, this report meets the criteria consistent with iipv or an overfill event. Probable cause not identified from patient questions.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet.

Manufacturer narrative:
(B)(4). First of 3 emdrs. The reported difficulty was unable to be confirmed during the product analysis laboratory (pal) evaluation. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specification. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.